Event description:
Nursing staff in the pediatric emergency department reported that they have had several oral medication syringes delivered from pharmacy that are difficult to remove the clear cap. In this particular instance, an oral dose of augmentin was delivered via the pneumatic tube system to the peds ed. Several staff members tried, but were unable to remove the clear cap covering the orange tip of the syringe. Staff took a pair of hemostats to the cap to try to remove it; and, in doing so, broke off the orange tip (the clear cap remained in place). However, as the device is designed, removing the orange tip destroys the syringe. A second dose was requested from the pharmacy, which staff did not have difficutly removing the cap.an investigation of all areas that receive oral medication in syringes was conducted. All areas reported that they have had intermittent difficulty removing the clear caps, although none had the same outcome as the one event noted above. Also, tight fitting caps were noted on all sizes of oral medication syringes (e.g.: 1cc, 5cc, 10cc). We confirmed that the same product was being used in all areas. Empty syringes on each unit were tested and did not have this problem. All areas who had experienced difficulty removing the caps reported that the syringes had been filled in pharmacy. When investigating in the pharmacy department, it was learned that some of the pharmacists put the caps back on these syringes by hand. Others, however, place the cap on and then tap the sryinge on the counter to ensure a tight fit. We believe that the problem stems from some pharmacists using extra force when tapping the caps in place. Therefore, all size syringes and lots are potentially affected since it appears that the cause of the problem is unanticipated user interface/interaction with the device. We are discussing cap placement with our pharmacy staff at their staff meetings.we contacted the manufacturer to discuss our findings. Currently, there is no literature or recommendations from the manufacturer regarding cap replacement technique. The manufacturer shared with us that no one else has reported this problem before.====================== health professional's impression======================when investigating in the pharmacy department, it was learned that some of the pharmacists put the caps back on these syringes by hand. Others, however, place the cap on and then tap the sryinge on the counter to ensure a tight fit. We believe that the problem stems from some pharmacists using extra force when tapping the caps in place.====================== manufacturer response for oral medication syringe, 5ml oral syringe======================we contacted the manufacturer to discuss our findings. Currently, there is no literature or recommendations from the manufacturer regarding cap replacement technique. The manufacturer shared with us that no one else has reported this problem before.